Event description:
Information received a smiths medical cadd administration set would not prime. Alarmed occlusion upstream. Tested on second pump and again occlusion upstream alarmed. No patient adverse events reported.